Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown lag screw. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
It was reported that doctor took out a gamma nail and lag screw and put in a total hip.